Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Results: a sample is not available for evaluation. However, the customer provided a photo of the affected device for analysis. A photo inspection showed the safety shield disengaged from the device. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5323003. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although the customer's photo showed the indicated defect, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: capas (B)(4) have been opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that after a nurse had given a vitamin b12 injection with a 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle, he/she activated the safety mechanism on a counter top and the safety shield broke off. There was no report of injury or medical intervention.